Manufacturer narrative:
The device, intended to be used in treatment, has been returned for evaluation. Visual inspection reported visible dents. Functional evaluation confirmed the device failed to generate negative pressure, establishing a relationship between the device and the reported event. The root causes identified as a defective vacuum pump and contact with another source. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the renasys tch device&power sply has visible dents and can´t generate and control negative pressure. As this was noticed during service and repair activities, no patient was involved.